Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. (B)(4). Manufacturer contacted customer (several attempts) in a follow-up call in order to obtain more information about the medical intervention - unable to establish contact with the customer at this time. No additional information obtained.

Event description:
Consumer reported complaint for e-5 as soon as the blood is absorbed and symptoms. Husband is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. Customer does not feel fatigue, excess urination, thirst, or blurry vision on initial call but did report dizziness on follow up. Medical attention is reported as a result of the follow up call reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-5 using true metrix meter (unknown if fasting or non-fasting). The test strip lot manufacturer's expiration date is 12/20/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Manufacturer contacted customer on (B)(6) 2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer statates that they has not utilized new replacement supplies yet. Customer states that they sought 911 due to hyperglycemic symptoms of dizziness.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-62-user had poor technique test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to obtain more information about the medical intervention - unable to establish contact with the customer at this time. No additional information obtained.

Event description:
Consumer reported complaint for e-5 as soon as the blood is absorbed and symptoms. Husband is calling on behalf of the customer. The expected fasting blood glucose test result range is undisclosed. Customer does not feel fatigue, excess urination, thirst, or blurry vision on initial call but did report dizziness on follow up. Medical attention is reported as a result of the follow up call reported symptoms. The product storage location is undisclosed. During the call on (B)(6) 2018, a blood test was performed by the customer and produced test results of e-5 using true metrix meter (unknown if fasting or non-fasting). The test strip lot manufacturer's expiration date is 12/20/2018 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history. Manufacturer contacted customer on 4/5/2018 in a follow-up call in order to ensure the customer's condition since the initial call; customer statates that they has not utilized new replacement supplies yet. Customer states that they sought 911 due to hyperglycemic symptoms of dizziness.